Event description:
It was reported that biomed would like to send device in for 2000-hour preventive maintenance service, biomed stated that the arctic sun device was having flow and temperature problems. Per work order update with customer on (B)(6) 2023, no patient involvement reported. Per sample evaluation result received on (B)(6) 2023, 1/2 l shape formed tube was found expanded.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed due to a faulty mixing pump. Serviced the mixing pump. It was reported that biomed stated that the arctic sun device was having a flow problem. Tubing was cut where the clamp was attached. The device underwent pm servicing while in for repair. Circulation pump was serviced. Replaced the heater sn 2001 with sn 2304. Replaced the drain valves and replaced both manifold o-rings on the manifold. 1/2 l shape formed tube was replaced. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device evaluated by MFR: the device was not returned.

Event description:
It was reported that biomed would like to send device in for 2000-hour preventive maintenance service, biomed stated that the arctic sun device was having flow and temperature problems. Per work order update with customer on 09mar2023, no patient involvement reported.